Event description:
It was reported that during an attempt to implant a lead, the physician was dissatisfied with the current of injury despite multiple attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that blood was visible on the helix. The connector pin bent a little when rotating, but the helix passed extend/retract specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.